Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a change in therapy effect. The patient thought the pump had ¿buzzed or something¿ and started going through withdrawal symptoms such as back spasms, so much pain, and spasms so bad her kidneys started to shut down. The patient also experienced her blood pressure (bp) in the ¿60-200,¿ spasticity, dizziness, and ¿foggy brain.¿ it was reported she was having ¿serious issues with the pump¿ and that the patient¿s dose had ¿doubled in the last year.¿ the patient ended up in the intensive care unit (ICU) and was admitted to the hospital. The healthcare provider (hcp) thought the patient had a seizure. A dye study was performed on (B)(6) 2015 and was ¿fine;¿ they couldn¿t find anything. The catheter was patent and the location was correct. The volumes were all accurate at refills. The pump and the catheter appeared to be working well. The hcp didn¿t find any alarms. The patient experienced increased spasticity since admission. The patient was given a pain patch and the dose of gablofen was ¿upped.¿ that seemed to help a little. On (B)(6) 2015, the patient was discharged because they couldn¿t find anything wrong with the pump or therapy since she was last admitted. On (B)(6) 2015, the patient ¿got worse¿ and her ¿spasms got really bad.¿ the patient presented to the hospital and was admitted. It was later reported the hcp had been increasing the patient¿s dose every 1-2 months without desired efficacy. The patient was ¿very spastic.¿ the cause of the event was unknown. It was reported as not due to the pump or catheter. It was questioned if the patient had developed a gablofen tolerance as her spasticity had increased slowly over the past months. It was not abrupt as withdrawal. The patient was given a diagnostic bolus with no effect. Several other causes were ruled out via urologic testing and a MRI of the head and spine. As of (B)(6) 2015, the patient had recovered without permanent impairment. There was no spasticity noted during a follow-up appointment on (B)(6) 2015. The hcp started to titrate the dose down and was considering flex programming. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported since the replacement {refer to manufacturer report # 3004209178-2014-10215} the patient was feeling a really foggy brain, tired, and had a hard time concentrating. It was noted "these symptoms come and go" but had been attributed to "getting too much medication." The healthcare provider (hcp) reported the pump was fine and was increasing the dose until (B)(6) 2015. It was further reported from (B)(6) 2014 to (B)(6) 2015 the dose was increased to 930 mcg/day for uncontrolled spasticity. It was also reported the patient went unresponsive and had a seizure. The patient had no history of seizures and confirmed this was new for her. The patient was seeing a new healthcare provider (hcp). She was informed by the hcp that she was becoming tolerant to the drug and that was the reason for the increased spasticity. The seizure and unresponsiveness was caused by too much baclofen. It was confirmed she did not take oral baclofen. The plan was to continue to decrease the patient's dose until the symptoms of really foggy brain, tired, and hard to concentrate resolved. The hcp did not do anything to the pump except turned it down and the patient's spasticity had increased. The hcp did a dye study at that visit and reported the catheter was "ok." It was noted the hcp injected "a shot of baclofen" into the spine and received a positive response. It was confirmed the bolus was given similar to an epidural shot. Additionally, the patient's children could hear the pump "grinding" or making noise when they put their ear over the pump area while giving the patient a hug and the patient felt the "new pump flutter." There was not a particular time or situation in which the pump flutters or vibrates. The sensation only occurred over the pump and the sensation was not a muscle contraction, but described as "jumpy" or "vibration." If additional information is received, a follow-up report will be sent.